Manufacturer narrative:
Upon review, the previously reported event was reported in error as the device was removed from the patient without the necessity of any additional interventions. Therefore, it does not meet the criteria of a serious injury or a malfunction per the regulatory guidelines. No further information is available and additional reports will not be forthcoming.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
The physician pulled out sheath and exoseal vascular closure device 6 french (ous) together slowly . Pulsatile flow stopped and he pulled out the exoseal about 2 cm but the indicator window turned to solid black when the exoseal distal tip almost came out from the patient. The physician thought it was not the right timing to deploy the plug. Therefore, he removed the exoseal and finished the procedure with manual compression without deploying the plug.